Event description:
It was reported that (3) 512sd were used during an unknown procedure. It was reported by the rep that the nurse could not remember the procedure. The trocar gaskets tore and was set aside. It is unknown how the case was completed and there was no consequence to pt.